Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s incident blood glucose level was 23.6 mmol/l. The customer¿s current blood glucose level was 5.9 mmol/l. The customer was treated with insulin pump. The customer reported symptoms related to high blood glucose such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did allege pump was under delivering. Troubleshooting was performed for insulin pump under delivering. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0868 inches. Installed a water filled test reservoir, and primed pump. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing.